Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that multiple minimum fill messages occurred. Reportedly, the cartridges were filled with 400 units. The customer's blood glucose level was in the 300's (mg/dl) and it was addressed with a bolus. It was confirmed that the customer had manual injections available.